Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross access solution was selected for use during a mitralclip procedure. During the case, it was noted that the coating on the wire was peeled off. Hence, the device was replaced, and the procedure was completed successful. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the wire coating damage was noted at the proximal end. Vhx inspections of the wire body confirmed the heat shrink has been damaged in two locations, at proximal end (rough cut) and a nick in the heat shrink. The device met its wire body outside diameter, electrode height and electrode/heat shrink gap inspection specifications. Based on the information provided in the complaint summary as well as based on the results of the testing/inspections performed, the reported allegations can be confirmed.

Event description:
It was reported that a versacross access solution was selected for use during a mitralclip procedure. During the case, it was noted that the coating on the wire was peeled off. Hence, the device was replaced, and the procedure was completed successful. No patient complications were reported. The device is expected to be returned for analysis.